Manufacturer narrative:
As a result of additional information provided, the following fields have been updated: a2, a3, b5, b7, d1, d4, d10, g4, h4, and h6. Further information and/or investigation results will be provided within 30 days of receipt. Initial submission: sections f6 and f8 should be blank, this is a manufacturer's report.

Event description:
As reported via legal documentation, this patient was initially implanted on (B)(6) 2015 due to arthritis. The device was explanted on (B)(6) 2019, approximately 4 years 9 months after their initial procedure due to joint pain. Revision op report postoperative diagnosis: aseptic loosening of the right total knee prosthesis femoral component. The surgeon noted that the femoral component demonstrated complete loss of fixation to the bone and was manually extracted from the joint. Inspection revealed an apparent debonding of the femoral component at the cement/component interface. Further inspection of the femur revealed extensive pseudomembrane formation over the entire cement mantle. Extensive bone loss was noted in various areas of the femoral condyles but most pronounced in the posterior condyles both medially and laterally. The patella was also inspected and demonstrated minimal wear and no evidence of gross loosening. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear, and a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, this patient was initially implanted on (B)(6) 2015 with an unspecified optetrak logic device. The device was explanted on (B)(6) 2019, approximately 4 years 9 months after their initial procedure due to joint pain, joint swelling and stiffness, tissue damage, loosening, and osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.